Manufacturer narrative:
(B)(4). (B)(6). New information for supplemental medwatch report: physio-control further examined the removed therapy pcb assembly and determined that the cause of the reported issue was a shorted tantalum capacitor, designator c106.

Event description:
The customer contacted physio-control to report that their device had failed the user test. Further testing revealed that the device would not charge when prompted and, as a result, defibrillation was not possible. There was no patient use associated with the reported event.

Manufacturer narrative:
(B)(4): physio-control examined the customer's device and verified the reported issue. Physio observed that the customer's device would not charge above 10 joules, at which point it would dump the charge. Physio then replaced the therapy pcb assembly and completed other, unrelated, repairs. After observing proper device operation through functional and performance testing the unit was returned to the customer for use.